Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2009. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after the patient received rate lowering medications, pacer spikes appeared in the midst of a qrs complex. The device was noted to be under-sensing on the right atrial (ra) lead on stored electrograms (egm), which resulted in the false termination of atrial tachycardia/atrial fibrillation (at/af) detection and possible mis-classification of at events as ventricular tachycardia (vt) episodes. Additionally, there was a non-sustained ventricular tachycardia episode, with possible under-sensing of one beat on the right ventricular (rv) lead. It was also noted that the atrial lead position check failed. The implantable pulse generator (ipg) system remains in use. No patient complications have been reported as a result of this event.